Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with fever and infection resulting in the discharge of pus. The patient was treated with antibiotics. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1100127593. Model/catalog description: reservoir. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1100258974. Model/catalog description: pump ms. D4 unique identifier (B)(4). Updated concomitant components comment. Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested; the pump was also functionally tested. Testing of the first cylinder revealed wear at a fold in the middle of the cylinder, as well as holes in the middle and proximal end from a sharp instrument, which resulted in leakage in those areas. Testing of the second cylinder revealed wear at a fold in the middle of the cylinder; however, this component passed leakage testing. Regarding the momentary squeeze (ms) pump kink resistant tubing (krt), the clear krt had a hole from fatigue, while the black suture krt had a hole from sharp instrument damage. Both krts were worn down to the filament and presented fluid leaks from fatigue and sharp instrument damage. After trimming down the leaked krts, the ms pump passed leakage testing as performed, but it failed activation tests 2 and 3. Finally, regarding the reservoir, it was observed to have wear at a fold in the reservoir shell; the component passed leakage testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fever, infection and purulent discharge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with fever and infection resulting in the discharge of pus. The patient was treated with antibiotics. The ipp was explanted and replaced. There is no additional information reported.